Event description:
The customer reported being hospitalized due to ketoacidosis, heat exhaustion, dehydration, and high blood glucose. The blood glucose reading was 374mg/dl. The customer stated that the events leading to her admission was ketones and nausea. The customer was experiencing unexplained high glucose for the past two days. The customer's most recent glucose reading was 306, and she has treated with manual injections. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the test passed. A tubing clamp was not available at time of call to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.